Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user/facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of explanted component found evidence of edge loading on the posterior edge of the bearing on both the proximal and distal bearing surfaces. This report filed on november 20, 2007.

Event description:
It was reported that pt underwent bi-lateral partial knee replacement in 2007. Subsequently, component dislocated and pt complained of pain. Revision procedure was performed seven months later.